Event description:
Caller reported that the pump screen unexpectedly went blank and the led was not blinking. There was no reported impact to the customer¿s blood glucose level. The customer was able to turn the pump back on by connecting it to a power source, which subsequently displayed a malfunction code.